Manufacturer narrative:
Complaint no: (B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, initiating therapy by pressing go before the patient connects is a known cause of air in the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that there was air in the patient line. This occurred while the home patient (hp) was connected, during the initial drain. The care giver (cg) stated that the hp had connected after pressing go to start therapy. The technical service representative (tsr) informed the reporter that the hp should connect before pressing go. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.